Event description:
Hospital advised that this unit was set up to infuse, but not attached to the patient. The nurse installed a set, set the rate at 2.5 ml/hr and indicated that she did not "see any flow". She attempted to correct the problem with a few button pushes, but was unsuccessful and the pump alarmed. She turned this unit off, and set up another channel for the infusion. This unit was not set up on the patient when this occurred.